Event description:
Customer alleged seat had multiple cracks with the biggest crack going across the seat (east and west direction). No injury alleged.

Manufacturer narrative:
(B)(4). Consumer's wife called and stated that the 9781 shower chair seat has cracked, east to west in multiple spots. The consumer caught himself to prevent a fall. The consumer received the shower chair from a local hospital. No RMA issued at this time. No injury.